Manufacturer narrative:
Additional information received on this case reported that the patient death was determined by the physician to be not related to the endovascular aneurysm repair procedure. Other relevant devices are: etlw1613c124ee; serial #: unknown; use by date: unknown; upn # 00613994991836, etlw1613c156ee; serial #: unknown; use by date: unknown; upn # 00613994991843. Etlw1620c93ee; serial #: unknown; use by date: unknown; upn # 00613994992406. Etew2020c82ee; serial #: unknown; use by date: unknown; upn # 00613994992161. Etlw1620c156ee; serial #: unknown; use by date: unknown; upn # 00613994992161. Etlw1616c82ee , s/n: (B)(4); use by date: 09-mar-2019; upn # 00643169779747. Etlw1616c124ee , s/n: (B)(4); use by date: 25-may-2018; upn # 00613994991881. Etlw1613c124ee , s/n: (B)(4); use by date: 04-nov-2017; upn # 00613994991836. Etew2020c82ee , s/n: (B)(4); use by date: 15-nov-2018; upn # 00643169779983. Etlw1620c156ee , s/n: (B)(4); use by date: 09-mar-2019; upn # 00643169779778. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death month and year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 17 cm x 17 cm contained infra-renal aaa rupture. However, it was reported that the patient had expired approximately 3 years post index procedure due to an mi. It was reported that as per the physician, the patient death was not due to the stent graft.